Event description:
Pt reported to home care nurse that he had received an electrical shock to his left hand from the bed control. A quarter size black mark was noted on the pt's left hand. No open area was noted. Pt c/o burning in left hand. Area assessed, cleansed and dressed. Pt referred to ER for further evaluation.